Event description:
Caller reported an error with their cgm. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the procedure, after which the error did not reoccur. The caller successfully restarted their sensor session.